Event description:
It was reported that the customers pump was dark and would not turn on. Subsequently, the customer experienced an elevated blood glucose (bg) displayed as "high". A specific bg value was not provided. At the time of call with customer technical support, the customer had not yet addressed their bg level. The customer plugged the pump into a power source and the pump turned on.